Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate(B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) on (B)(6) 2008. The injection was performed around the eye/upper cheek area. Relevant medical history and concomitant medication information were not mentioned. On (B)(6) 2008, the patient developed swelling at the injection site around the eye. Therapy with poly-l-lactic acid was stopped. Corrective treatment, if any was not reported. Event outcome was not provided.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(6) . Reporter's causality assessment; not provided. Additional information received on (B)(4) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.